Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/24/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received one needle suture piece that pertain to product code sxpp1a400. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were found on the body and swage area of the needle. The suture was examined, damage could be noted, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were observed. The other section of the suture was not returned for analysis. The product code sxpp1a400 contains an absorbable suture. As the sample was received open, and the time of exposure to the environment could not be determined, the functional test cannot be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2023 and barbed suture was used. The suture broke when sewing in the surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.